Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve 8300ab of unknown size implanted in aortic position was explanted due to severe aortic stenosis and regurgitation after approximately 7 years and 11 months. Reportedly, and endocarditis was suspected but not confirmed. The patient presented with congestive heart failure (ccp) showing chest pain, dyspnea, fatigue and cute pulmonary oedema (apo). Another surgical valve was successfully implanted in replacement. As reported, patient was noted as to be recovering well.

Manufacturer narrative:
Initially, it was reported that this valve model 8300ab of unknown size implanted in aortic position was explanted due to severe aortic stenosis and regurgitation after approximately 7 years and 11 months. Reportedly, and endocarditis was suspected but not confirmed. However, through investigation it was learned that this valve was explanted due to endocarditis leading to severe aortic stenosis and regurgitation. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the surgeon reported that a previous covid infection may have lead to the endocarditis on the valve. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.